Manufacturer narrative:
Date of event not provided by the complainant. Product expiration date not known as lot number not provided by the complainant, product catalog number unk as product unspecified by complainant. Product manufacturer date not know as lot number not provided by the complainant. Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included a review of the claim allegations, a review of the cbi complaint system, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the performance of the unspecified surgisis es pelvic floor graft and the alleged injuries remain unk. Based on our experience and understanding of the relevant science and medicine, we speculate that the unspecified surgisis es pelvic floor graft was likely placed to repair damage from the previously placed ethicon gynecare gynemesh ps and/or to repair a recurrence of the patient's original defect, especially since the claim notes that during the (B)(6) 2007 procedure "portions fo the previously implanted gynecare gynemesh ps were excised..." All other matters relating to this litigation are being handled by our attorney. If/when additional info is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.

Event description:
The pt was reportedly implanted with an ethicon gynecare gynemesh ps, on or about (B)(6) 2006, by dr (B)(6) medical center. On or about (B)(6) 2007, the pt was implanted with an unspecified surgisis es pelvic floor graft by dr (B)(6) medical center. During this (B)(6) 2007 procedure, portions of the previously implanted ethicon gynecare gynemesh ps were excised from the pt's vaginal wall. The products were implanted in the pt to treat her pelvic organ prolapse, including rectocele and posterior repair. The pt and her attorney have alleged that as a result of these products being implanted in the pt, the pt has experienced pain, injury, and has undergone corrective surgical procedures. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type/to what extent intervention was performed; specific correlation between device performance and alleged injury; current patient status.